Event description:
It was reported that the patient experienced a loss of therapeutic effect, stimulation in the wrong location and a burning sensation starting approximately one week ago. Prior to this time, the patient had had good results with stimulation. It was noted that the patient had lower lung pneumonia. The patient was feeling the burning sensation on program 3 at 3.4v on the right inner thigh, with very little stimulation in the vaginal area. The patient had not stimulation sensation on program 3 at 8.5v. The patient lowered the stimulation, then switched programs. The patient felt stimulation to the right side of the vaginal area but the stimulation was weak. Stimulation was then increased from 3.3v to 3.6v. The patient could feel the stimulation and was comfortable. It later was reported that the event was attributed to a urinary tract infection and was resolved with antibiotics and one reprogramming session. The patient was reported as doing fine.

Manufacturer narrative:
Lead model 3093-28, lot #v728412, implanted: (B)(6) 2011, explanted: unk; programmer model 3037, serial # (B)(4).